Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that high alarm displayed: cassette not attached properly in history. During analysis, the customer's stated problem was verified. The pump was inspected, and functional testing was performed, the pump failed downstream occlusion high pressure calibration. It also, alarmed and displayed "cassette not attached properly" during prime or psi tests. Device was opened and found signs of fluid ingression on chassis assembly and battery compartment. Further investigation of the pump determined that the downstream occlusion sensor was inoperable and possible that fluid ingression was the root cause of the issue. The downstream occlusion sensor will be replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited an alarm for "cassette not attached". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.